Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer reports to have low blood glucose of 50 mg/dl. Customer states she over bolused due to food and believes this was the reason for needing medical attention. Customer's niece found her and called paramedics, but customer did not want to go to the hospital, she was treated by paramedics with insulin intravenous drip. No further information provided.